Event description:
A dreamstation bipap autosv device was returned to the manufacturer service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician also noted an error codes were present. The device was scrapped by the service center after the evaluation was completed. If any additional information is received, a follow-up report will be filed.